Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had undergone a procedure last week to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) due to worsening patient condition. However, the implantation was unsuccessful as there was no capture with an endocardial lead. It is unknown if this lead was a boston scientific product. Another procedure was performed one week later to implant an epicardial lead. When the lead was initially placed, there was no capture at maximum outputs. The lead was repositioned and capture was successful at 5.6 volts. The physician then realized that the epicardial lead would have to be tunneled to the patient's right side in order to be connected to the device. During the tunnelisation, the patient experienced a ventricular fibrillation (vf). External defibrillation was performed but was unsuccessful. The patient then experienced electromechanical dissociation and subsequently died. There were no allegations that the ICD functionality caused or contributed to the patient's death. The epicardial lead was a competitor's product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.